Manufacturer narrative:
The field service engineer determined an ultrasonic assembly was defective and a vessel was scratched by the sample probe and vacuum nozzle. The nozzle was damaged. The ultrasonic assembly, vacuum nozzle, and probe were changed. Another probe was adjusted. Calibration and controls were tested; these were good. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Facility name was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 161.9 mmol/l, which repeated on a second analyzer as 142.9 mmol/l. The second sample initially resulted with an na value of 174.8 mmol/l on (B)(6) 2020, which repeated on a second analyzer as 140.2 mmol/l. The na electrode lot number and expiration date were requested, but not provided.